Event description:
Patient was revised to address loosening of the femoral component caused by failure of bone to in-grow.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.